Event description:
This procedure occurred in (B)(6): a long at calcified occlusion (10cm) was treated with the turbohawk. The distal at was not as calcified as the proximal segment. One pass was performed at the distal portion of the vessel. A small perforation resulted in an av fistula at the level of the ankle. The av fistula was resolved after balloon inflation that lasted 2 minutes. The results of the procedure was good. The distal flow was improved after the treatment with the turbohawk.

Manufacturer narrative:
A review of the manufacturing records this device did not reveal any discrepancies relevant to this reported event.